Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels of 53 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the issue and went to the emergency room on (B)(6) 2024. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.